Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy while bowling. Device interrogation confirmed no episodes since implant and programming was in the secondary vector. The patient was brought in for an exercise test; device turned off for testing. During testing, oversensing in primary vector, at the high intensity part of the test, could be observed. In the secondary vector, the amplitude was changing often, but no oversensing was observed. The field additionally reported that in manual setup, the primary vector had been permanently programmed; however, secondary had been selected. Data regarding the programming anomaly was forwarded for an engineering assessment. No resulting adverse patient effects were reported. Engineering, although unable to conclusively determine root cause, states the programming anomaly maybe related to a previous communication which shows there is a sequence of events which can lead to the behavior where the displayed permanent vector could become out of sync with the actual programmed vector. This device remains implanted and in service.